Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The patient alleged device turns off randomly. The patient was passed away. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The customer alleged device turns off randomly. The patient passed away. Medical intervention was not specified. After multiple attempts, the customer confirmed that the device did not contribute to the patient's death. There was no patient harm or injury associated with this report and no increased risk to the intended user. Based on the information available, it is a non-reportable complaint.